Event description:
The company was informed that the pt has been treated two times for (B)(6) infection in his external ear canal and rejects the implant. The pt reportedly has not been a good performer. The pt is being monitored.